Event description:
While performing a trans urethral resection of the prostate, surgeon activated the electrosurgical unit by pressing on the foot pedal. Upon the third activation of the electrosurgical unit, the assisting nurse noticed smoke coming from the cord which then emitted a flame and then popped apart. The procedure was stopped and the flame immediately extinguished itself. At this point the patient was examined and showed no evidence of burn or injury. The ground pad was also inspected at this time and appeared normal. Another cautery unit was brought in, the patient was re-grounded and the case was continued without further incident.